Manufacturer narrative:
The reported event of frequent ail and other non-specific device issues file was opened to document an event that the customer reported. A review of the device service history record was not performed because the serial number was not provided. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that ail alarms and other non specified device issues have occurred more frequently than expected during patient infusions. No patient harm was reported.